Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon was slow to deflate. The physician attempted to direct stent a taxus express2 2.5x12mm drug eluting stent to the non-calcified, mildly tortuous diagonal (dx) artery. The stent was deployed to 9 atms with the stent fully expanded, but would not deflate adequately. It was slow to deflate and they could not get all the contrast out. At this point the physician detached the deflation device and used a 20cc syringe. The balloon deflated and was removed completely deflated and in an intact state upon removal. The pt experienced chest tightness during the procedure, but was in excellent condition post procedure. No pt injuries or complications occurred. The stent remained in good condition.

Manufacturer narrative:
The device has been rec'd for analysis, however, add'l testing has not been completed at the time of this report.